Event description:
An ortho clinical diagnostics (ocd) laboratory specialist (ls) reported (B)(6) results obtained from multiple patient samples using the vitros anti-hbc (ahbc) reagent during a correlation study with a non-vitros ahbc assay. These materials were tested on a vitros eciq immunodiagnostic system. Sample #1 vitros ahbc result = (B)(6) vs. Expected result (B)(6). Sample #2 vitros ahbc result = (B)(6) vs. Expected result (B)(6). Sample #3 vitros ahbc result = (B)(6) vs. Expected result reactive. Sample #4 vitros ahbc result = (B)(6) vs. Expected result (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The vitros ahbc non-reactive results were not reported outside the laboratory as the ls was processing these patient samples as part of a correlation study. There was no allegation of patient harm as a result of this event. This report is number two of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation concludes that (B)(6) vitros ahbc results were obtained from a multiple patient samples. An assignable cause for the (B)(6) ahbc results was not determined. There is no indication that the vitros instrument or reagent has malfunctioned.